Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. The customer reported that the stent delivery system will be returned for evaluation. It has not yet been received.

Event description:
Device issue: dislodged stent requiring medical intervention. Time of device issue: during procedure. Adverse event: stent compressed in unintended site. It was reported that during the procedure in the left proximal anterior descending artery, the 2.5x18 rx xience v stent was advanced through the vessel described as "camel like" or "humped". During advancement the stent dislodged. An unsuccessful attempt was made to snare the stent using a micro snare device. The stent was compressed to the vessel wall using a balloon catheter. The target lesion was treated with balloon angioplasty. There was no adverse patient sequela. Though requested, no additional information was provided.